Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to peri-prosthetic fracture. Stem/dislocation/subluxation revision njr number: 4973583. Side:r. Primary asa: p2 - mild disease not incapacitating. Non-mpo products: part ID: 65-6400-50-22 f/m acet shell with ha-tcp calcicoat - 50mm o.d/ lot. Number: 60358559/ qty:1. Part ID: 6415-28-02 alumina insert 48-54 x 28/ lot. Number: 61300387/ qty:1.